Event description:
The customer obtained multiple, lower than expected, quality control results across multiple assays processed on a vitros 5600 system. The following results were obtained: vitros ipth result: qc fluid biorad lot 41681: 14.68 vs. An expected result = 21.81 pg/ml; vitros trop I es results: qc fluid biorad lot 23551: 0.024, 0.033, 0.033, 0.032 vs. An expected result = 0.059 ng/ml; biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected on patient samples. No patient samples were run during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, lower than expected, quality control results were obtained across multiple assays processed on a vitros 5600 system. An ocd fe performed service actions on the final well wash subsystem of the analyzer to return the system to expected performance. Root cause of the event was determined to be instrument related. There was no evidence that a reagent related issue contributed to the event.